Event description:
It was reported that two days after rezum water vapor therapy, the catheter placed in the patient post procedure was removed. The patient began experiencing bleeding and could not urinate. 12 days post the index procedure, the patient began leaking urine and had to wear adult diapers. The patient went to ER on the 12 day and the following day where a catheter was placed on each visit. The patient followed up with his physician where an ultrasound was performed and the catheter removed a third time. The patient continues to leak urine and had a follow up appointment on (B)(6) 2022. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that two days after rezum water vapor therapy, the catheter placed in the patient post procedure was removed. He began experiencing bleeding and could not urinate. 12 days post the index procedure, the patient began leaking urine and had to wear adult diapers. He went to ER on the 12 day and the following day where a catheter was placed on each visit. After a follow up with his physician where an ultrasound was performed, the catheter removed a third time. The patient states he is no longer experiencing any symptoms and is happy with the results of the procedure.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that two days after rezum water vapor therapy, the catheter placed in the patient post procedure was removed. The patient began experiencing bleeding and could not urinate. 12 days post the index procedure, the patient began leaking urine and had to wear adult diapers. The patient went to ER on the 12 day and the following day where a catheter was placed on each visit. The patient followed up with his physician where an ultrasound was performed and the catheter removed a third time. The patient continues to leak urine and had a follow up appointment on (B)(6) 2022. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.